Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 1.8 cubie failed and was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients due to inability to access drawer. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.8 failed to open. A field service engineer (fse) reseated the flex cable connections for all mini drawers and tested them in diagnostics and the application, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.